Event description:
Facility received a user report in 2005. User report 360095-2005-0001. The pt was undergoing a lap. Cholecystectomy when the metal tip of the choleangiographic catheter pulled loose from the plastic connection point. The tip lodged in the bile duct. The surgeon pushed the tip through the bile duct and into the duodenum. This was confirmed by x-ray. This action was taken while the pt was still in the or and did not require further intervention. Pt tolerated procedure well and was discharged.